Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). A conference call with ees marketing, quality, r&d, the sales rep, and dm occurred. The call took place to discuss the recent insufflation issue complaints at the account. The conversation included discussion on torquing issues, leak with no scope or instrument, and leak with a 5mm instrument/scope in a trocar. Surgeons have mitigated the events by added a second insufflators or obtaining a new trocar to complete the case. In addition, ees associates met with this surgeon to discuss his issue. The surgeon expressed his main concerns have been with the h12lp trocar as this is used as the primary scope port and for when large devices are required. His other operative ports are all 5mm. He noticed the trocars started leaking when torquing the device with a 5mm scope or other 5mm devices. The unique part of the discussion with the surgeon was that while the leaking was occurring when the trocar was being torque, he did not believe the leak was coming from under the universal seal cap, but rather, through the pacman seal. Evidence for this conclusion is based on being able to feel the gas leak impinge on his hand and also being able to see a small triangle of light through the seal when being torque (particularly when the scope is in this port).

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was leaking out of the center of the device. The device was leaking whether there was any instrument in there or not. The case was completed with the device. There was no patient consequence. The device was discarded.